Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) that there was a leakage at hub. The following information was provided by the initial reporter, translated from: leaking at hubs

Manufacturer narrative:
H6: investigation summary 2 samples were received and tested by our quality team. The samples were primed and the leaks from filter were immediately noticed and the customer's complaint was verified. The sets were then sent to the supplier for further investigation. The supplier confirmed leak and analyzed the filter membranes to determine there were no visible issues with the devices. The leaks were determined to be most likely due to the medication infused at time of failure damaging the integrity of the hydrophobic air filter membranes. The root cause remains unknown. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) that there was a leakage at hub. The following information was provided by the initial reporter, translated from: leaking at hubs.